Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a false positive architect stat high sensitive troponin-I result on a male patient. Results provided: initial result = 222.2 pg/ml, new sample = 183.2 pg/ml (diagnostic cutoff = 34.2 pg/ml); johnson & johnson method: both samples = less than 0.012 ng/ml (reference range = less than 0.034 ng/ml). No impact to patient management was reported.